Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: unk-comp-lead, implanted: (B)(6) 2012; unk-comp-lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that a planned explant of the left ventricular (lv) lead was planned due to infection and lead endocarditis. The patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.